Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 3.4 inr and the laboratory result was 2.58 inr. The patients therapeutic range is 2.0 - 3.0 inr and tests once a week. There was no allegation that an adverse event occurred. The customer is 'well'. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.